Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during follow up, the physician identified a limb occlusion. Patient was treated and a fem-fem bypass was performed successfully. The cause for the limb occlusion was unknown.